Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v673560, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient present with a urinary tract infection. The patient symptoms were burning with voiding, increased pressure and urinary frequency. Intervention included macrobid 100mg bid po x¿s 7 days and pyridium 200mg tid po x¿s 5 days. The patient outcome was reported as resolved without sequelae.